Event description:
The service repair technician (srt) reported that during routine testin of the device at the service center, there was a crack in the bottom port of the cardioplegia tank and was leaking water. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed by the service repair technician (srt). The srt replaced the tank assembly on the cooler heater unit. With the tank assembly replaced and preventative maintenance complete, the unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.